Event description:
It was reported that the torx screwdriver was broken during drilling in the dome hole plug from the trident tc-screw cup. There was a delay of approximately 3 minutes.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a deformed hexalobular screwdriver tip from a trident driver was reported. The event was not confirmed. It is not believed the failure was related to patient factors. The exact root cause could not be determined as the complaint device was not returned for evaluation. CAPA investigation into reports of fractured trident driver tips was performed. The investigation found that the failure mode is observed when the driver is over torqued, the driver tip wears excessively due to repeated use of the driver, or when the driver tip is angulated extremely within the screw head during use. (B)(4) was implemented to improve the fit of the driver tip and screw head and reduce the likelihood of driver tip deformation. Although the design was improved, the results of the design validation testing indicated that the tip remained susceptible to deformation at extreme angulations of the driver tip within the screw head. The design intent of the driver tip is to deform rather than to deform and/or break the screw (implant).

Event description:
It was reported that the torx screwdriver was broken during drilling in the dome hole plug from the trident tc-screw cup. There was a delay of approximately 3 minutes.